Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
It was reported that the patient¿s mobile transmitter and the charging port had melted. The mobile transmitter was not used and replaced. There were no patient consequences.